Manufacturer narrative:
This case was reported to the manufacturer through sure avr registry. This event was reported in a conservative manner, based on limited information received by the manufacturer. The manufacturer requested a medical review of this event for the details that were provided by the site. The medical judgment has determined that the event is due to the patients pre-existing coronary artery disease. (History of coronary pci and pacemaker insertion) and not related to the mitroflow valve which was implanted 1.07 yrs prior to the event. No investigation will be performed for this case as the event has been determined as not device related. Pci, pm implant.

Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner. The manufacturer is in the process of receiving further information from the site on this event. This case was reported to the manufacturer through sure avr database. Device not explanted.

Event description:
On (B)(6) 2016 a mitroflow dla valve was implanted (27mm) via mini-sternotomy. On (B)(6) 2017 the patient exhibited myocardial infarction- non q wave. This event was reported to the manufacturer on 05-apr-2017.